Event description:
It was reported to boston scientific corp that a solyx sis sys was used during a sling placement procedure. According to the complainant, during the procedure, the first mesh tip was successfully placed into the obturator muscle. As the second mesh carrier was being placed into the muscle, the mesh tore. The mesh tore close to the mesh tip. The mesh tear did not span the entire mesh and the tip was still attached to the rest of the solyx mesh. The physician removed the entire solyx device and no parts of the device were left inside of the pt. The procedure was completed with another solyx sis system. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).